Event description:
It was reported that the pump had alarmed ¿air in line¿ with a remaining reservoir volume of 9.5 ml and, after being unable to visualize the air, was instructed to turn off the pump and come to the clinic, where air was noted in the tubing from the medication bag to the cadd pump and just distal to the pump cartridge, pharmacist was shown the findings, the remaining volume is less than 10 ml, was infused into the patient while ensuring no air entered the line, care was then transferred to the nurse. The pump had a starting volume of 125 ml, continuous infusion rate of 2.7 ml per hour, original reservoir volume of 125 ml, remaining reservoir volume of 9.5 ml which matched the cassette volume, the 9.5 ml was administered as a bolus, the air detector was on, the lock level was locked. The pump had not been used to prime the extension tubing, priming performed by gravity. The event occurred while in use with a patient at the patient's home. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H7, h9: updated. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.